Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section e2, update section h3, to provide the completed investigation results and attach the user facility mw report # (B)(4). Three (3) 6fr angio-seal devices were returned to for product evaluation. The returned devices included one deployed and two unopened/undeployed devices. The deployed device was visually inspected and found to have been unused with no visible signs of blood. The carrier tube and hemostasis sheath were fully mated in the fully rear-locked position with all internal components deployed. The suture had been cut proximal to the black compaction marker. The collagen was also found to have been tamped down, however, the anchor was not present and was not returned with the device. No damage or issue with the device was identified. The two undeployed devices were visually inspected and found to have been unopened and unused. All components were present, and no issues with the devices were identified. Functional testing was performed by deploying both unused devices within the vessel model. Both devices were able to be set to the forward lock and fully rear-locked positions and all internal components were able to be fully deployed. Both devices were able to be fully tamped, and no issues with device function were identified. It is not clear what may have occurred intraoperatively with the complaint device, as it was reported that the device was unable to be removed and vascular surgery was notified in response to the issue. It is possible that the puncture site had been proximal to the inguinal ligament which caused a complication during the operation, and the device was unable to be removed from the access site. The device could have been damaged while inserted into the patient and was then unable to be removed properly resulting in the reported issue. However, this was unable to be confirmed based on the available information. The complaint was confirmed for a potential closure complication resulting in interventional surgery. The exact root cause was unable to be determined. The likely cause was determined to have been mechanical damage to the device preventing proper removal and resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A2: date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. E3: occupation: radiology manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient had a stroke where there was four 8fr angio-seal devices used. Patient received surgical intervention on the access site. The event occurred intra-operative. Additional information was received on 13 sept 2023: the access site was good. However, the angio-seal had been deployed into the inguinal ligament. Additional information was received on 28 sept 2023: it appears the device might have worked properly, and an anatomical abnormality might have caused the issue. Additional information was received on 29 sept 2023: procedure performed was an endovascular therapy with clot suction. Took place in interventional radiology. The device may have caused or contributed to the potential harm of the patient. Device failed/malfunction the device did not do what it was supposed to do. The doctor was operating the device at the time of the event. A femoral artery sheath was also being used during the event. The angio-seal vascular closure device failed to deploy correctly at the end of the interventional radiology (ir) case during right femoral artery sheath removal. Competent technologist attempted twice, then ir physician also attempted. Unable to remove the device from the patient right groin site. Vascular surgery was notified, and the patient was taken to the operating room (or) for exploration.